Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charged and will boot. The receiver was perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download. Finding related to complaint in receiver download: "receiver shutdown- reason battery low" at 0% followed by receiver perpetually rebooting was observed. Performed receiver battery inspection and passed. The complaint was not confirmed for receiver ceases to function due to "receiver shutdown- reason battery low" followed by receiver perpetually rebooting was observed in log and receiver battery passed inspection.. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.